Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the pump keypad buttons were found to be unresponsive. The reporter confirmed that there was no evidence of moisture ingress and no known damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: evaluation revealed that the keypad is intact but the keypad symbols are worn. The contrast and up buttons were intermittently unresponsive and the down and ok buttons respond appropriately. There was contamination found under all button contacts. Unrelated to the complaint, the lens was scratched.